Manufacturer narrative:
An event regarding thread damage involving a trident acet window trial 54mm was reported. The event was confirmed. Device evaluation and results: examination with material analysis engineer indicated that the stripped threads were observed and the damage observed on the exterior was consistent with in-service use. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: there have been no other events for this lot. Conclusions: visual inspection shows the threads on the device were damaged and worn. Significant damage was noted on the body of the device. Examination with material analysis engineer indicated that the stripped threads were observed and the damage observed on the exterior was consistent with in-service use. No further investigation for this event is possible at this time. If additional information will be received, this investigation will be reopened and re-evaluated.

Event description:
Surgeon put 54 window trial in and went to take it out after trailing it, the threads stripped when trying to remove the trial. Surgeon had to use an instrument to hit the trail out from the acetabulum. No harm to patient.

Manufacturer narrative:
Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon put 54 window trial in and went to take it out after trialing it, the threads stripped when trying to remove the trial. Surgeon had to use an instrument to hit the trail out from the acetabulum. No harm to patient.